Manufacturer narrative:
It was reported that the technical errors 56 and 20006 were generated by the device. These alarms are generated when the device monitoring and control board are replaced/exchanged at the same time. The device sw options are stored on these pc board, and when they are both dismounted, the installed options are lost. These alarms can however not be confirmed from the received ventilator device logs. The logs revealed alarms (te65 and te63) indicating a turbine module error and several failed pressure transducer tests. The cause of this turbine issue has been determined. Investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new ventilator devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer's ref (B)(4).

Event description:
It was reported that the ventilator failed that pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).